Event description:
The latex-free bite block was used on a pt. It was reported that the strap portion of the bite block touch the side of the pt's face causing an allergic reaction. A topical steroid was used to remedy the reaction.

Manufacturer narrative:
A review of trending info conducted by the MFR revealed no other reported issues with this product lot number. Although an allergic reaction was reported, the device in question was discarded and the company is still trying to obtain additional units for our investigation. Therefore, the root cause of the incident has not been definitively determined.